Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had foreign material exiting from the air/water nozzle. It was unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of foreign material exiting from the air/water nozzle was not confirmed. The customer confirmed the following details regarding the reprocessing: the device was cleaned, disinfected, and sterilized (cds) before returning to olympus, the air/water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, and the air/water nozzle was flushed with the detergent solution. The device evaluation found the following non-reportable findings: the nozzle was clogged, electrical connector had discoloration due to water leakage, indication on suction connector was peeled, grip had a scratch, universal cord had a scratch, scope connector had a scratch, scope connector had corrosion, suction cover had a scratch, flexibility adjustment ring had a scratch, lock engagement knob had a scratch, protector of universal cord on scope connector side had a scratch, forceps channel port was shaved, and protector of universal cord on control section side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.